Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic keto acidosis and high blood glucose on (B)(6) 2021. Customer's blood glucose level was 656 mg/dl. Customer's current blood glucose level was 140 mg/dl. Trouble shooting was performed. Customer reported that they were feeling confused, tired, sick, had nausea, headache, vomiting. Customer was treated with intravenous insulin drip at hospital. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.